Event description:
Info received indicates the brake pedal will engage and then pop back out to the neutral position, preventing the brake from holding.

Manufacturer narrative:
The tech found the foot end caster supports were broken. The tech replaced the caster supports to repair the bed.